Manufacturer narrative:
(B)(4). The broken wire was imaged and will be sent out to the appropriate facility for investigation. Blood was withdrawn from all lumens and flushed with normal saline. The catheter was sutured in place. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the IFU states: hi-torque guide wires are not intended for use in the cerebral vasculature. The investigation determined the reported difficulties appear to be related to deviation(s) of the IFU and subsequent circumstances of the procedure as it is likely that as the whisper wire was being inserted into the subclavian vessel for central line placement (against the instructions for use) inadvertent mishandling and/or interaction with other devices/anatomy resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. User facility medwatch report #(B)(4). (B)(4).

Event description:
It was reported via user facility medwatch report: whisper wire was being inserted into the subclavian vessel for central line placement. The wire broke while the wire was in the patient. The wire had a couple centimeters out of the patient so the wire was able to be removed successfully. An xray was obtained and the wire was saved for the manufacture. Per the procedural note: technique: a time out was preformed identifying the correct procedure, the correct location with the nursing staff. The neck was prepped with 2% chlorhexidine and draped with a full length sterile sheet in the usual fashion. Utilizing a 20 gauge peripheral angiocatheter, external left jugular vein was accessed. Subsequently, a 0.014 whisper wire was inserted into the angiocatheter. Then, after removing the angiocatheter, a triple double lumen 5.5-fr (8 cm in length) central line was tracked over the wire. However, before intruding the central line into the body, we noticed that the whisper wire was broken. It was frustrating as no pressure or excessive manipulating was applied to the wire. Luckily, few centimeters of the broken wire was still outside the body. Subsequently, we tracked the 20 gauge angiocatheter over that whisper wire to secure the access then, the whisper wire was exchanged with the wire which came with the central line kit. Then, the angiocatheter was exchanged with a triple lumen central line catheter. Whisper wire was examined and we confirmed no missing pieces remained inside the body.